Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure with a 6fr sheath. Reportedly, a suture break occurred when removing the plunger on pre-closure for three prostyle devices. For the fourth prostyle device, the knot was unable to be advanced towards the arterial puncture site as the whole suture came out with the prostyle device. The sheath was upsized to a 14fr sheath and the tavr procedure was completed. Hemostasis was achieved via surgical cutdown repair. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.